Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using an accumax 365 single boxed fiber, the fiber fractured within the first 15 minutes of the procedure, but did not break off completely. Laser energy from a 20 watt lumenis laser set at 1.00 joule and 10 hertz that was being used with the fiber, was reportedly emanating out of the crack of the fiber. The procedure was completed with another accumax 365 single boxed fiber without any complications to the patient, who is reportedly "fine" post procedure.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using an accumax 365 single boxed fiber, the fiber fractured within the first 15 minutes of the procedure, but did not break off completely. Laser energy from a 20 watt lumenis laser set at 1.00 joule and 10 hertz that was being used with the fiber, was reportedly emanating out of the crack of the fiber. The procedure was completed with another accumax 365 single boxed fiber without any complications to the patient, who is reportedly 'fine' post procedure.

Manufacturer narrative:
Visual analysis of the accumax 365 single box fiber showed that the exposed distal tip measured 3.4 mm and appeared to be used. The fiber appeared fractured and remained attached approximately 2.5 mm proximal to the distal tip. The black strain relief was present and connected to the 'sub-miniature a' (sma) end of the fiber showing no evidence of heat damage or melting. There was no damage to the fiber face within the sma connector. The face of the exposed distal tip appeared fractured. However, the nature of the damage caused by use (burn-back) creates different patterns on the distal glass tip face; therefore burn-back versus fracture on an exposed tip cannot be confirmed. It is unknown what caused the fiber to fracture.

Manufacturer narrative:
The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)